Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging inaccurate high readings on her one touch ultra link meter. She mentioned that she obtained a 168 mg/dl on her ultralink meter on (B) (6) 2010 at 3:45pm and took insulin based on the meter reading. The patient is on an insulin pump. She then retested and obtained a 185 mg/dl. Approx 30 minutes later, she developed symptoms where she was sweating and experienced slurred speech. She then tested on an accuchek meter and obtained a 48 mg/dl. She then drank some orange juice to elevate her blood glucose reading. She did not seek any further medical attention or contact her physician for assistance. A quality control test was not done since her control solution was expired. The test strips were in good condition and not expired. The products were replaced. The complaint is being reported since the patient alleged that due to the elevated reading she took insulin and 30 minutes later developed symptoms suggestive to hypoglycemia and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.